Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the results were above the measuring range and tested consecutively, a possible root cause could be foam on the reagent surface. Other possible root causes include a loose weight filter for the procell and/or cleancell or preanalytic issues. The centrifugation speed was not as high as recommended and the centrifuge was not cooled which could lead to high temperatures in the samples.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys vitamin d assay results. Of the data provided for 15 patient samples, only the results for four patient samples were discrepant. Patient 1 initial result was >70 ng/ml. The repeat result on another system was 24.42 ng/ml. The repeat result the same system was 22.53 ng/ml. Patient 2 initial result was >70 ng/ml. The repeat result on another system was 24.16 ng/ml. The repeat result on the same system was 23.64 ng/ml. Patient 3 initial result was >70 ng/ml. The repeat result on another system was 29.03 ng/ml. The repeat result on the same system was 25.39 ng/ml. Patient 4 initial result was >70 ng/ml. The repeat result on another system was 21.72 ng/ml. The repeat result on the same system was 21.86 ng/ml. Information concerning if the erroneous results were reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The reagent lot number was 174005. The expiration date was requested, but was not provided. The field service representative checked the system but could not find a technical problem. As a preventative measure, he changed the pinch tubing. The customer has not observed any other questionable results.